Event description:
Customer reported, the left monitor went blank and the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the pcbs and connectors. System operates as intended. (B) (4).